Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was surgically explanted due to an unknown reason. This device was less than a month in service. Attempts to obtain additional information were unsuccessful. No additional adverse patient effects were reported.